Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "shocked myself. I work on old cars and the company that makes the solenoid, gave me the wrong voltage. It was quite a shock." And experienced "terribly sharp pain" in their chest. The patient stated the three weeks post implant "wires on the bottom of my heart came out". The patient is concerned that the "shock" has damaged the leads. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.